Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device broke during use on a patient. The active jaw sheared and broke. The surgeon is unsure if anything fell in the patient and nothing was retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.